Manufacturer narrative:
The hospital declined to have the unit serviced by ge healthcare. No further information is available regarding root cause and/or repair. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, higher than expected anesthetic agent output was noted. There was no reported patient injury.